Manufacturer narrative:
Section a4, a5: unknown/asked but not provided. Section e1: telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation as it is not available; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, the account did not provide the information. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient with a preloaded toric intraocular lens (iol) is scheduled for an iol exchange in the right eye due to a myopic refractive surprise and blurry vision. Through follow up it was learned that the lens was explanted and another johnson & johnson lens, model diu100 21.5 diopter was successfully implanted as a replacement. There was no medical or surgical intervention outside of standard of care required. The patient was doing good post-operatively. The lens is not available for return. No further information was provided.